Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available records indicate the initial periapical x-rays submitted by the treating doctor show that tooth #7 had a restoration consistent with prior endodontic treatment. The images also revealed a periapical rarefaction indicative of a periapical lesion, suggesting that the root canal treatment had failed. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient required extraction of tooth #7 by an oral surgeon, a bone graft was placed 2 weeks after and will require an implant in 3 to 4 months. It is unknown if the patient has any pre-existing conditions, if further medical intervention was required or if medications were prescribed. No additional information is available at this time.